Event description:
Vascular intervention case to treat an occluded left common femoral artery. The physician crossed the lesion with a 0.014 guidewire (unknown manufacturer) and then crossed the lesion with the quick cross select. The original 0.014 wire was removed and a 0.014 extra support choice wire was inserted. During insertion it was noted that the wire would not go all of the way through the quick cross select so both were removed. Upon further inspection and attempts to progress the wire outside of the patient a thin filament was pushed out of the tip. No debris was noted on imaging and the case was successfully completed with another device without adverse event to the patient.

Manufacturer narrative:
Product evaluation: this device was returned and physically evaluated. The filament was determined to be a part of the inner lumen of the quick cross select and a wire could not be passed through the device. This damage was likely caused by insertion or removal of the first 0.014 wire since the original wire passed through the device without difficulty and resulting in the second wire not being able to cross since it could not navigate past the damaged inner liner. All quick cross select devices are 100% verified for patency during manufacturing. It is unlikely that this failure was the result of a manufacturing error as it would not have passed patency testing or allowed the first wire to pass through without difficulty. (B)(4). Placeholder.